Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that .a gui failure had occurred. Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that during surgery, trajectory 2 view was not displaying any anatomical images. Re-centering images when not navigating, cycling views, and selecting different views in the drop downs did not resolve the issue. The surgeon used other views to place screws, less than an hour of delay due to issue reported. The surgeon and site did not wish to reboot the software. No further information received due to the site disconnecting the call. No impact to patient reported.